Manufacturer narrative:
This is being reported for a problem found earlier. An investigation of the case logs revealed that there was a tracking error on the ap image assigned to l2. There was also a pre-operative merge shift of l1. It is recommended that the user performs an anatomical landmark check after verifying the merge and before proceeding to screw placement. Once the user began navigation, the logs show that the software detected and then alerted the user of a surveillance marker shift. It is recommended that the user performs an anatomical landmark check to ensure navigational integrity. Screws were replaced intraoperatively and no adverse effects to the patient were reported. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.